Event description:
The hcp reported that the patient had received an inadvertent subcutaneous dose. The hcp had intended to fill the pump with an unknown drug. No patient symptoms were reported. No additional information will be obtained as we are not able to follow-up with information provided.